Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Observed during analysis a partial lead with the distal tip measuring 46.6cm was returned for analysis. External insulation abrasion was noted at 7.1-7.2cm, 8.0-8.5cm, and 15.5-15.7cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 11.5-12.2cm from the distal tip. The etfe coating was intact at these locations.